Event description:
Pt brought in elastomeric device stating it was leaking (device has meropenum). Pt stated leak was at distal portion of tubing where tubing enters luer lock. 2nd time this has happened.